Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt received a 3.50 x 13mm cypher select stent in the proximal right coronary artery. The lesion was an in-stent restenosis of a previously implanted bare metal stent. Approx one month after the procedure, the pt had angina pectoris. Angiography revealed in-stent restenosis at the ostium of the right coronary artery. It was noted that CABG was not necessary due to no deformations in the left main. The pt was treated with balloon angioplasty.